Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer blood glucose level was unknown at the time of incident. The customer stated the buttons are unresponsive and does not always take them the first time so has to press more than once. Customer stated that the insulin pump had unexplained no delivery alarm and rejected new batteries. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.